Manufacturer narrative:
The subject castors of the device were not returned to the original equipment manufacturer (okm); therefore, no meaningful investigation could be conducted by okm.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 9611174-2020-0026. The workstation was manufactured in 2015 and the castors had not been replaced since then. The instructions for use (IFU) advise to check the castors every 6 months. The IFU also states that the expected service life of the workstation and transformer is 5 years.

Manufacturer narrative:
The asset workstation cart was returned to the service center for evaluation. The service center was informed during inspection that rear right castor on the workstation cart was damaged with deep cuts. Through the wheel. A review of the repair records indicates the asset was last serviced on august 29, 2019. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed during inspection that the right rear castors on the workstation cart was damaged from deep cuts through the wheel. There was no patient involvement or user injury reported.